Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ crease is observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "¿some cystic, anechoic images less than 4 mm¿; this event is not device related. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "¿some cystic, anechoic images less than 4 mm¿; this event is not device related. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported right side rupture and ¿some cystic, anechoic images less than 4 mm¿ device has been explanted.